Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the gastrointestinal videoscope exhibited foreign objects in the nozzle. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacture's (lm) review of the customer cleaning disinfection and sterilization (cds) processes, results of third-party testing, the device evaluation and the lms final investigation. The device was returned for evaluation where the reported event was identified. Based on the results of the investigation, analysis of the components revealed that the foreign matter was a mixture of pharmaceutical-derived silicic acid and pharmaceutical-derived organosilicon. Silicic acid and organosilicon are not components derived from the endoscope, but are components derived from pharmaceuticals such as antifoaming agents. The causes of the foreign matter adhesion were insufficient pre-washing and rinsing, and buttons not being removed when storing the endoscope. From the information obtained, it is unclear whether the reprocessing was carried out in accordance with the IFU, so the cause of the foreign material remaining could not be determined. A review of the device history record found no deviations that could have caused or contributed to the reported issue. This issue is addressed in the instructions for use (IFU): the subject event can be detected and prevented by implementation in accordance with the below IFU. We have confirmed that the inspection method for this issue is described in "chapter 5, section 5: manual cleaning of endoscopes, cleaning of external surfaces" in the instructions for use (cleaning/disinfection/sterilization). Olympus will continue to monitor the field performance of this device.